Manufacturer narrative:
Concomitant product: sedr01 ipg, implanted: (B)(6) 2011.

Event description:
It was reported that the right atrial (ra) lead alerted for low impedance. Potential oversensing was also observed on some stored electrograms. The ra lead remains in use. It was also reported that the right ventricular (rv) lead trends showed a significant drop in impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.